Event description:
Alleged arthralgias, am stiffness, pain, myalgias, parestheses, dysesthesias, swelling, fatigue, sleep disturbances, hot flashes/sweats, chills, headaches, temporal mandibular joint dysfunction, dizziness, memory loss, sicca, hair loss, rashes, choking sensation and weight gain. Alleged capsular rupture.